Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned drill found damage to the flutes and that the device was fractured. The fractured tip and the shaft were returned. Device history record (DHR) review was unable to be performed as this is an obsolete austin instrument; however, no discrepancies were found.per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the instrument fractured during surgery at pre-drilling. The tip of the drill fell into the patients body, and was removed during the surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.